Event description:
Customer reported a malfunction on the pump, identified by malfunction code malf 3, without any notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged to send a replacement pump with updated software, and the customer acknowledged instructions for returning the faulty pump and steps for receiving the replacement. The customer intended to use an alternate form of insulin therapy, mdi, until the new pump arrived.